Manufacturer narrative:
Button error alarm and no button response due to flattened esc keypad dome switch. Unable to perform the displacement test due to keypad anomaly. Unable to verify prime due to keypad anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a bolus anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was performed. The device was returned for analysis.